Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on may 01, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced headaches, blurred vision and poor sound quality with device use. The patient also experienced migration of the device. There are plans to explant the device and reimplant the patient with a new device; however this has not occurred as of the date of this report.